Event description:
Reference MFR. Report number: 3006705815-2019-02100. It was reported the patient experienced heating at the lead site when the stimulation is on. As a result, surgical intervention was undertaken where in the system was explanted.

Event description:
Reference MFR. Report number: 3006705815-2019-02100.